Event description:
On 06/23: customer reports approx (B) (6) male undergoing ureteroscopy and stent placement when room failed. Procedure was completed with use of a c-arm portable fluoro. Pt is fine. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of the investigation, a medwatch 3500a supplemental report will be submitted.